Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin (intraperitoneally/IV, daily, dose not reported) and gentamycin (IV, daily, dose not reported). While in the hospital the patient also experienced a (B)(6) infection. Treatment for the infection was unknown. At the time of this report, the patient remained hospitalized but was recovering from the peritonitis. The patient had not yet recovered from the (B)(6) infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd895573 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).